Event description:
It was reported that during a benign prostatic hyperplasia procedure, the metal cap detached approximately 3 minutes after the start of the procedure. The case was completed with a different device without patient complications.